Event description:
Three experiences ? 1# - hard to put stitch through, even though hydrated ? #2 same thing, but different lot number ? .. # 3? Left over pieces from surgery. Multiple needles were bent wile attempting to suture product during surgery. All three were different surgeries, and different surgeons, using 4-0 neurolon. Rep was called and attended one surgery yesterday. He also attempted to stitch the durepair and bent the needle as well.

Manufacturer narrative:
The device has not been returned to MFR.